Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported second column (hard keys) from left and top two buttons from left (soft keys) of the keypad were not functioning. Evaluation observed keypad does not respond to user inputs. The reported symptom was verified and found to be caused by a failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced the second column (hard keys) from left and top two buttons from left (soft keys) of the keypad were not functioning. There was no known patient injury or medical intervention associated with this event. No additional information is available.